Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was explanted and replaced, and the right lead was repositioned to address the issue. Therapy was restored post procedure.